Event description:
A home pt's spouse contacted baxter's technical service center regarding a check lines and bags alarm during prime. The home pt's spouse indicated the drain line extension was used. Baxter's technical service center instructed the home pt's spouse to change the drain line extension. No pt injury or medical intervention was indicated at the time of the initial report.